Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose, with a concurrent discrepancy between measurements, as a fingerstick reading was 119 mg/dl while a cgm reading indicated 68 mg/dl. Symptoms included hypoglycemia. Outcomes included user-managed treatment without alarms, outside assistance, or medical intervention. Investigation included complaint intake and attempts to obtain additional information, along with troubleshooting and education regarding potential contributors such as recent highs, cgm calibration differences, target settings, weight settings, exercise, meal announcements, insulin type, and date/time changes. Investigation of this case revealed no device malfunctions reported and no confirmed contributing device condition, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.